Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for noise reversion was observed. The noise was visible on both the atrial and ventricular channels. Further review indicated hypothesis of emi. It was discussed to follow-up with the patient to understand what the patient was doing at the time of the event occurred. No further patient information was obtained. There were no adverse health consequences to the patient.